Event description:
It was reported that the user could not attach the connector to the pump during a supply change and indicated the pump displayed high for blood glucose reported at 401 mg/dl; the user declined further troubleshooting, planned to use subcutaneous insulin via pen, and expressed a desire to discontinue the pump. Customer care tried to provide support that included troubleshooting to ensure proper placement of the connector. Investigation of this case revealed a fitting problem associated with the connector/coupler, consistent with a mechanical problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.